Event description:
A spinal surgery for the fusion of two vertebras (l3-4) was planned to be performed with the aid of the brainlab navigation device. During the procedure the surgeon: attached the navigation reference to the vetebra l4 and tried to perform the initial registration of the patient (matching of virtual display of patient image data and actual patient anatomy) but could not obtain a satisfying result. Attached the navigation reference on vertebra l3 and successfully performed the initial registration. Placed 4 screws (two in each vertebra( with the aid of navigation. Intra-operatively verified the position of the screws with a c-arm and detected that the screws on l3 were placed correctly, where as the screws on l4 were in a different position than intended. Repositioned the screws in l4 by using conventional surgery techniques. The surgery has been completed successfully. According to the hospital there are no negative clinical effects for the patient due to this issue.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since 2 screws were not placed as intended, although: there is no indication of a systematic error or malfunction of the brainlab device, the corresponding measures to minimize this already anticipated risk as low as reasonably practicable are in place, according to the hospital there are no negative clinical effects for the patient due to this issue. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the displaced screws is a relative movement of the vertebra that could not be compensated by the navigation system, since the reference array was neither attached on the bone to be operated on, nor on a structure that has a rigid connection to the bone to be operated on. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.